Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the first complications occurred in the form of bleeding and pain") and device breakage ("some women still have remnants of the device travelling through their bodies") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("when they could not insert the entire device into the tube, they manipulated and even cut them") and wrong technique in device usage process ("when they could not insert the entire device into the tube, they manipulated and even cut them"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), genital haemorrhage ("the first complications occurred in the form of bleeding and pain,"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), tooth loss ("tooth loss"), autoimmune disorder ("ome have developed autoimmune problems"), abdominal distension ("pelvic and/or abdominal swelling"), back pain ("low back pain"), pain in extremity ("leg pain"), fatigue ("chronic tiredness"), menstrual disorder ("menstrual problems"), headache ("hedache"), dyspareunia ("painful sexual intercourse"), gastrointestinal disorder ("gastrointestinal problems"), vaginal infection ("vaginal infection"), urinary infection ("urinary infection"), pruritus ("allergic reactions, itching on body"), device expulsion ("expulsion"), allergy to metals ("nickel allergy"), device dislocation ("displacement"), diarrhoea ("diarrhoea"), nausea ("nausea"), anaemia ("anaemia"), arthralgia ("joint pain"), pyrexia ("fever"), flatulence ("gas"), insomnia ("insomnia"), neck pain ("neck pain"), abdominal pain upper ("stomach pain"), urinary incontinence ("urinary incontinence"), menstruation irregular ("menstrual irregularities") and dizziness ("dizziness"). The patient was treated with ibuprofen and valium (diazepam) as well as surgery (to remove essure). At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, alopecia, tooth loss and autoimmune disorder had not resolved. The outcomes for abdominal distension, back pain, pain in extremity, menstrual disorder, headache, dyspareunia, gastrointestinal disorder, vaginal infection, urinary tract infection, pruritus, device expulsion, allergy to metals, device dislocation, diarrhoea, nausea, anaemia, arthralgia, pyrexia, flatulence, insomnia, neck pain, abdominal pain upper, urinary incontinence, menstruation irregular and dizziness were unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, device breakage, device dislocation, device expulsion, diarrhoea, dizziness, dyspareunia, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, headache, insomnia, menstrual disorder, menstruation irregular, nausea, neck pain, pain in extremity, pelvic pain, pruritus, pyrexia, tooth loss, urinary incontinence, urinary tract infection, urinary infection and vaginal infection to be related to essure administration. The reporter commented: on different dates, from the year 2022 to the year 2018, the members of the plaintiff association had the medical device called essure implanted. No prior tests were carried out, only routine cytological examinations were said to be carried out. They indicated that "no allergy tests, ultrasound or hysteroscopy were carried out". When they could not insert the entire device into the tube, they manipulated and even cut them. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the first complications occurred in the form of bleeding and pain") and device breakage ("some women still have remnants of the device travelling through their bodies") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("when they could not insert the entire device into the tube, they manipulated and even cut them") and wrong technique in device usage process ("when they could not insert the entire device into the tube, they manipulated and even cut them"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), genital haemorrhage ("the first complications occurred in the form of bleeding and pain,"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), tooth loss ("tooth loss"), autoimmune disorder ("ome have developed autoimmune problems"), abdominal distension ("pelvic and/or abdominal swelling"), back pain ("low back pain"), pain in extremity ("leg pain"), fatigue ("chronic tiredness"), menstrual disorder ("menstrual problems"), headache ("hedache"), dyspareunia ("painful sexual intercourse"), gastrointestinal disorder ("gastrointestinal problems"), vaginal infection ("vaginal infection"), urinary infection ("urinary infection"), pruritus ("allergic reactions, itching on body"), device expulsion ("expulsion"), allergy to metals ("nickel allergy"), device dislocation ("displacement"), diarrhoea ("diarrhoea"), nausea ("nausea"), anaemia ("anaemia"), arthralgia ("joint pain"), pyrexia ("fever"), flatulence ("gas"), insomnia ("insomnia"), neck pain ("neck pain"), abdominal pain upper ("stomach pain"), urinary incontinence ("urinary incontinence"), menstruation irregular ("menstrual irregularities") and dizziness ("dizziness"). The patient was treated with ibuprofen and valium (diazepam) as well as surgery (to remove essure ). At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, alopecia, tooth loss and autoimmune disorder had not resolved. The outcomes for abdominal distension, back pain, pain in extremity, menstrual disorder, headache, dyspareunia, gastrointestinal disorder, vaginal infection, urinary tract infection, pruritus, device expulsion, allergy to metals, device dislocation, diarrhoea, nausea, anaemia, arthralgia, pyrexia, flatulence, insomnia, neck pain, abdominal pain upper, urinary incontinence, menstruation irregular and dizziness were unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, device breakage, device dislocation, device expulsion, diarrhoea, dizziness, dyspareunia, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, headache, insomnia, menstrual disorder, menstruation irregular, nausea, neck pain, pain in extremity, pelvic pain, pruritus, pyrexia, tooth loss, urinary incontinence, urinary tract infection, urinary infection and vaginal infection to be related to essure administration. The reporter commented: on different dates, from the year 2022 to the year 2018, the members of the plaintiff association had the medical device called essure implanted. No prior tests were carried out, only routine cytological examinations were said to be carried out. They indicated that "no allergy tests, ultrasound or hysteroscopy were carried out". When they could not insert the entire device into the tube, they manipulated and even cut them. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.